Event description:
It was reported that the gears were damaged on the zimmer skin graft mesher. It was noted that 1.5:1 cutter was not meshing properly. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/19/2010 and was last repaired on 11/02/2013 for a non-related issue. Eval of the device observed worn gears, as galling of the gear teeth to the roller and cutter gears was observed, slightly bent tines on the comb were also observed. The customer returned cutters for eval. Both cutter gears showed galling of the gear teeth. A test mesh was not performed due to the damaged gears. Prior to repair, the device was outside calibration specs on the left and right side and the side to side calibration. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. Improper handling most likely caused the damage to the comb and gears of the cutters and roller and improper handling most likely caused the damage to the 1.5:1 ratio cutter, which most likely caused the device to not mesh the skin properly. The device was serviced and returned to the customer.